Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol ventralex on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.